Event description:
A physician reported a patient who claimed to have been treated in either november 1995 or november 1996 by a cosmetologist. The patient claimed that a skin test was never administered prior to treatment. On approximately 23 october 1998, the patient developed swelling and redness at the glabellar frown lines, vertical lip lines, both oral commissures and the chin. The patient presented to the reporting physician on 6 november 1998 with these symptoms; nodules were evident in the vermilion which were visible and firm to the touch. When the patient's mouth was opened, there was a lump in the lower vermilion mucosa. The physician believed symptoms indicated a possible hypersensitivity. The reporting physician could not confirm or determine which formulation of collagen had been used to treat the patient, or whether it was a product manufactured by collagen corporation. On 6 november 1998 a skin test was administered in the left forearm. On 11 november 1998 the patient was seen with the vermilion still firm and nodular; the physician administered kenalog intralesionally. The physician believed the symptoms appeared to be product related. On 12 november 1998 the skin test result was determined to be negative.